Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2010, the pt was implanted with an ams elevate anterior and apical system. The product was implanted with the intention of treating the pt for her stress urinary incontinence and pelvic organ prolapse. It was reported that as a result the pt experienced serious bodily injuries, including pain, erosion of her internal tissues, recurrent incontinence, severe dyspareunia and other injuries. It was reported that the pt has experienced mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and has sustained permanent injuries.